Manufacturer narrative:
The previous (B)(6) bacteremia driveline infection was reported in MFR#2916596-2019-01868. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that on (B)(6) 2019 patient was transferred in from outside hospital for further workup. Patient presented with malaise, shortness of breath, and mild dysuria. No flank pain. Abdominal CT showed a distended gall bladder. Patient given oral levofloxacin. Started on IV (intravenous) vancomycin and zosyn. Infectious disease consulted and patient was found to be in acute renal failure with elevated creatinine and serum potassium. On (B)(6) 2019 patient became hypotensive and was transferred to the ICU (intensive care unit). IV inotropes were started and eventually patient was put on intubation on (B)(6) 2019 because bipap could not sustain the patient. Patient had a chest x-ray showing pulmonary edema. Patient has had chronic (B)(6) bacteremia for driveline so was on oral (B)(6) prior to admission. Patient developed ventricular tachycardia which required 3 ICD shocks and amiodarone drip. The lvad speed was decreased from 5600 to 5400 rpm due to right ventricle enlargement/dysfunction. Throughout (B)(6) 2019, patient experienced gradual obtundation with worsening lactic acidosis. By 4:00 pm, pupils were fixed and dilated and patient lost cough and gag reflex. An emergent head CT showed large brain hemorrhage. No cranial nerve reflexes were noted. Due to poor prognosis and likely brain dead, family was consulted and opted for comfort care. Patient was bolused with fentanyl and expired on (B)(6) 2019. Pump showed no issues with performance. Family refused an autopsy so the pump was not retrieved. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported events could not conclusively be established through this evaluation. Additionally, the submitted log file appeared to show the device operating as intended. Per the vad coordinator, no autopsy was performed and the device will not be returned for evaluation. The hm3 lvas IFU lists infection, renal failure, and arrhythmia, stroke, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU, as well as the hm3 lvas patient handbook, also provide information regarding how to prevent infection. No further information was provided. The manufacturer is closing the file on this event.